Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and embedded device ("essure device displacement/ essure malposition ¿ with left coil partially extruded into uterine cavity") in a 30-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The patient's concurrent conditions included gravida ii, parity 2, dysmenorrhea, heavy periods and adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy) and surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: device deployed, in good position with 5 trailing coils on the right. Similar fashion on left 3 trailing coils. Diagnostic results: on (B)(6) 2015, surgical pathology report showed endometrial curettings: fragments of endometrial polyp. Left fallopian tube with cyst: benign fallopian tube with paratubal cyst. Gross: left paratubal cyst, consists of four fragments of tissue, two of which consists of intact cyst from 0.3 to 2.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("essure device displacement/ essure malposition ¿ with left coil partially extruded into uterine cavity/ migration of essure device location of device: into the uterine wall.") And device dislocation ("malposition of essure device location of device: came out of tube") in a 30-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gravida ii, parity 2, dysmenorrhea, heavy periods, adnexa uteri cyst and cyst rupture. Concomitant products included escitalopram since 2015 and tramadol. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety,"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, device dislocation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: device deployed, in good position with 5 trailing coils on the right. Similar fashion on left 3 trailing coils. Patient with chronic pelvic pain since placement of essure device 6 years ago. Date(s) of removal: on (B)(6) 2015 unilateral salpingectomy, on (B)(6) 2015 uterus and right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2015, surgical pathology report showed endometrial curettings: fragments of endometrial polyp. Left fallopian tube with cyst: benign fallopian tube with paratubal cyst. Gross: left paratubal cyst, consists of four fragments of tissue, two of which consists of intact cyst from 0.3 to 2.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety, malposition of essure device location of device: came out of tube, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, abdominal pain were added. New reporter, weight, concomitant medication, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('essure device displacement/ essure malposition ¿ with left coil partially extruded into uterine cavity/ migration of essure device location of device: into the uterine wall.') And uterine perforation ('malposition of essure device location of device: came out of tube, perforation') in a 30-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, pap smear abnormal, shortness of breath, constipation, heartburn, insomnia, urinary urgency, painful urination, muscle weakness, visual disturbances, myofascial pain syndrome, bipolar disorder, chills, alcohol use, occipital neuralgia, nausea and vomiting. On (B)(6) 2015, surgical pathology report showed endometrial curettings: fragments of endometrial polyp. Left fallopian tube with cyst: benign fallopian tube with paratubal cyst. Gross: left paratubal cyst, consists of four fragments of tissue, two of which consists of intact cyst from 0.3 to 2.5 cm in greatest dimension. Concurrent conditions included gravida ii, parity 2, dysmenorrhea, heavy periods, adnexa uteri cyst and cyst rupture. Concomitant products included escitalopram since 2015 and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and fatigue ("fatigue"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety,") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and hysterectomy (partial), bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, uterine perforation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: device deployed, in good position with 5 trailing coils on the right. Similar fashion on left 3 trailing coils.patient with chronic pelvic pain since placement of essure device 6 years ago. Date(s) of removal: (B)(6) 2015-unilateral salpingectomy,(B)(6) 2015 -uterus and right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "device dislocation updated to perforation". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('essure device displacement/ essure malposition ¿ with left coil partially extruded into uterine cavity/ migration of essure device location of device: into the uterine wall.') And uterine perforation ('malposition of essure device location of device: came out of tube, perforation') in a 30-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, pap smear abnormal, shortness of breath, constipation, heartburn, insomnia, urinary urgency, painful urination, muscle weakness, visual disturbances, myofascial pain syndrome, bipolar disorder, chills, alcohol use, occipital neuralgia, nausea and vomiting. On (B)(6) 2015, surgical pathology report showed endometrial curettings: fragments of endometrial polyp. Left fallopian tube with cyst: benign fallopian tube with paratubal cyst. Gross: left paratubal cyst, consists of four fragments of tissue, two of which consists of intact cyst from 0.3 to 2.5 cm in greatest dimension. Concurrent conditions included gravida ii, parity 2, dysmenorrhea, heavy periods, adnexa uteri cyst and cyst rupture. Concomitant products included escitalopram since 2015 and tramadol. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia), vaginal hemorrhage ("abnormal bleeding (vaginal), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety,") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and hysterectomy (partial), bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, uterine perforation, menorrhagia, vaginal hemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: device deployed, in good position with 5 trailing coils on the right. Similar fashion on left 3 trailing coils. Patient with chronic pelvic pain since placement of essure device 6 years ago. Date(s) of removal: (B)(6) 2015-unilateral salpingectomy, (B)(6) 2015 -uterus and right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain and embedded device. Lot number: 627301. Manufacturing date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and embedded device ("essure device displacement/ essure malposition ¿ with left coil partially extruded into uterine cavity") in a 30-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The patient's concurrent conditions included gravida ii, parity 2, dysmenorrhea, heavy periods and adnexa uteri cyst. On(B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: device deployed, in good position with 5 trailing coils on the right. Similar fashion on left 3 trailing coils. Diagnostic results: on (B)(6)2015, surgical pathology report showed endometrial curettings: fragments of endometrial polyp. Left fallopian tube with cyst: benign fallopian tube with paratubal cyst. Gross: left paratubal cyst, consists of four fragments of tissue, two of which consists of intact cyst from 0.3 to 2.5 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.